Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case on the display window corner, cracked battery tube threads and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 222 mg/dl at the time of incident. The customer stated that the alarm was unable to be cleared. The customer stated that they tried to change the battery. The customer stated that they tried pressing the buttons until she got a response. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.